Event description:
Caller reported blood glucose results of 212 mg/dl on advantage system 1, 60 mg/dl on advantage system 2 within 10 minutes. No adverse event was reported. Advantage system 1 strips not available for return, replacement sent.

Manufacturer narrative:
Medwatch with (B)(6) is for advantage system 1, medwatch with (B)(6) is for advantage system 2. Strips not available for return.